Manufacturer narrative:
The explanted device was returned for evaluation and archival as the allegations could not be confirmed through analysis.

Event description:
Boston scientific received information that this left ventricular lead had high thresholds, a loss of capture, and low amplitudes. It was later reported that the lead was explanted due to dislodgement and the patient's anatomy. No adverse patient effects were reported.